Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform excessive no delivery test or occlusion test due to prime anomaly. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump powered up properly after battery installation. The operating currents are within specification. No low battery alerts noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had corroded battery tube, broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the blood glucose was running from around 300 to over 500 mg/dl. The customer's mother reported that the blood glucose reached 507 mg/dl. The customer's mother stated that they treated the high blood glucose with insulin pump and manual injection. The customer's mother also reported that they received a motor error alarm and no delivery alarm. The customer's blood glucose was 397 mg/dl at the time of incident. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother stated that they were able to resolve the no delivery alarm. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.